Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting. No additional information was provided.